Event description:
During product servicing by a service technician, a flogard infusion pump was found to have damaged latch rollers on pump 1 and 2. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the damaged latch rollers is unknown. To correct the condition, the latch rollers were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.